Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for no n-malignant pain. It was reported that upon an impedance check at scheduled reprogramming appointment, the impedance for electrode 8 were greater than 20,000 ohms. It was noted that the patient did not report any signs or symptoms. No contributing factors were reported. The rep programmed around electrode 8. It was reported that the issue was not resolved. It was asked but was unknown if surgical intervention would occur. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.